Event description:
It was reported that the device would intermittently fail to complete the boot-up process. The customer indicated that the device had to be cycled approx 10 times before the boot-up is completed. There was no known pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system controller and user interface pcb assemblies were replaced, as well as the user / interface flex assembly. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed user/interface flex assembly. It was observed that the flex at plug connector, designator p21, pads c1 and c2, were torn, and would not allow the test device to boot through the cycle properly. Physio-control also further evaluated the removed system controller and user interface pcb assemblies; however, the reported failure was not verified nor duplicated.